Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was returned to acist on (B)(6) 2025. The consumable kits used during the event were discarded by the user facility and the lot numbers are unknown. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. In addition, support personnel must ensure that: all system connections are in place, secure, and functional. The cine-angiograms will not be returned for evaluation. This report is closed.

Event description:
During an angiography using the acist injection system, model cvi, upon the first injection of contrast media into the left coronary artery, approximately 5cc of air was injected into the patient's artery. The patient experienced st segment elevation for a duration of 47 seconds and the patient's heart rate decreased. The patient recovered the same day.